Event description:
In 2006, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would only show the "apply sample" symbol and not start the countdown. The medical affairs specialist mailed a letter to the patient on july 10, 2006, since he could not be reached by telephone on two separate days. It is not known when the alleged "apply sample" symbol started. The patient was unable to test his blood glucose. At the time of concern, the patient had a "sweet-smelling" breath and felt very tired. In 2006, the patient was tested by emergency services. They obtained a reading of "468 mg/dl" using a one touch ultra meter. The patient was taken to a hospital where another reading of "460 mg/dl" was taken using an unknown device. The patient was hospitalized for 7 days. It would have been helpful to know the following information: when the alleged issue started, when the symptoms started, what the patient's medication regimen is, and if the patient followed the regimen during the time of concern. In addition, it would have been helpful to know if the patient used a backup meter, what the patient's last reading was prior to seeking medical attention, when the last reading was taken, what treatment the patient received by emergency services and in the hospital, and what his diagnosis was. This complaint is being reported due to the following conclusion: the patient was unable to test his blood glucose because of the alleged issue. He developed symptoms, obtained elevated blood glucose results by medical services, and was eventually hospitalized. The "apply sample" issue was not resolved. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.